Event description:
Dexcom g6 sensor inaccuracy: 10:16am g6 reading 172, finger stick reading is 130. That is a mard of 32.3%, which is outside the allowed 20% range. Activated on (B)(6) 2024.

Event description:
Additional information received from reporter on 9/3/2024 for report mw5159081. Dexcom g6 sensor inaccuracy: 10:45am g6 reading 244, finger stick reading is 195. That is a mard of 25.1%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 9:40am g6 reading 81, finger stick reading is 119. That is a mard of 31.9%, which is outside the allowed 20% range.

Event description:
Additional information received from reporter on 9/5/2024 for report mw5159081. Dexcom sensor error > 3 hours. Replaced sensor.

Event description:
Additional information received from reporter on 9/6/2024 for report mw5159081. Dexcom g6 sensor inaccuracy: 6:59am g6 reading 146, finger stick reading is 119. That is a mard of 22.7%, which is outside of the allowed 20% range.